Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received in two separate pieces for analysis. A visual and microscopic examination was performed on the returned device. A visual examination identified a complete break in the severely kinked hypotube of the device approximately 645mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the damage identified. It was noted that the balloon folds were relaxed which may have occurred after the balloon protector was removed from the device. All blades were present and fully bonded to the balloon material. No issues were noted with the balloon or blades that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 25sep2019. It was reported that the shaft was kinked. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, when the device was delivered to the lesion area, it was noted that the shaft became kinked. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there was a complete break in the severely kinked hypotube of the device approximately 645mm distal to the strain relief.